Manufacturer narrative:
It was reported that a ventilator failed internal leakage test and safety valve test in pre-use check. The issue was confirmed on site by service technician. The connector muff, the inspiratory pressure tube, the inspiratory pipe and the safety valve pull magnet was replaced. The safety valve pull magnet was returned for further investigation. The device passed all functional tests. Device logs were downloaded and provided for investigation. Evaluation of the received device logs can confirm the event of the safety valve test failed. It could be concluded that there was a leakage, stopping the calibration of the safety valve. Date of event is set to (B)(6) 2021 according to logs. The event could not be reproduced using the returned safety valve pull magnet in a reference unit. The safety valve pull magnet was working as expected. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. A minor internal leakage will be detected during pre-use check, but will probably not affect ongoing ventilation. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned safety valve pull magnet. The cause of the leakage could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).